Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.

Event description:
A vns programming nurse reported to our country rep in (B)(4) that they had a vns pt who had full revision surgery because of high impedance with an increase in seizures. The coils were left in place because of a lot of fibrosis was noted in the surgery. Good faith attempts were made for further details about the reported event and no further information was attained. The explanted lead is at the manufacturer pending completion of product analysis.